Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a piece of the cr pad chipped off when impacting the persona trial femur onto the bone. There was no consequences or impact to the patient. The instrument was still able to be used.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product/provided pictures identified signs of use and fractured. Device was submitted for further analysis. Analysis determined that the cause fracture is overload failure, possibly over the course of a few impaction cycles, as evident by the presence of hackle marks, river lines, and striations features on the fracture surface. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.